Event description:
Heartmate 2 presents for 3rd hospitalization for management of increasingly complicated infection of lvad driveline, now to include pseudomonas bacteremia. Patient has history of incision and drainage (I&d) of the driveline to include almost entire un-roofing of the driveline (only 8cm remained tunneled). Cure of infection can not be achieved without removal of left ventricular assist device (lvad) at time of transplant, and infection cannot be successfully suppressed without IV antibiotics. IV antibiotics are again resumed, and patient should be listed for dual organ listing soon (heart/kidney).